Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile - part: part: 04.503.834s, lot: 4l30153, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 16. April 2019, expiry date: 01. April 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile-part: part: 04.503.834, lot: h853246, manufacturing site: (B)(4). 26-jun-2020 by: (B)(4) a DHR review was not performed for this pi. This lot was manufactured by (B)(4). Please reassign this task to the correct group. 29-jun-2020 by (B)(4): part number: 04.503.834, lot number: h853246, part manufacture date: 25-mar-2019, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible subcondylar plate trapezoidal 1.0mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) surgery for subcondylar process fracture with the plate in question. The surgery was completed successfully without any surgical delay. Three (3) months after the surgery, the surgeon confirmed by CT that the plate was broken. The surgeon decided not to remove the plate because the bone union was completed and the breakage of the plate had no effect against the patient. The removal of the plate surgery is not scheduled. No further information is available. This complaint involves one (1) device. This report is for one (1) ti matrixmandible subcondylar plate trapezoidal 1.0mm thick. This is report 1 of 1 for (B)(4).